Manufacturer narrative:
E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for the indicated failure mode foreign matter. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® urine complete cup kit, foreign matter described as black particles or a bug were found inside the urine cup. There was no report of patient impact.